Manufacturer narrative:
The log file of the affected device was provided for the investigation. The infinity acs workstation cc consists of two main parts which operate mostly independent of each other. The ventilation unit v500 performs the ventilation and the cockpit c500 is the main display and allows for user input. Based on the log entries it could be seen the c500 performed a restart. It could be confirmed by dräger service that the ssd (p/n mk31463) had a persistent malfunction. This deviation had caused a blue screen followed by a restart of the cockpit with accompanying boot error message. Other than reported the ventilation unit had continued the ventilation until the user had finally switched off the device due to inoperable cockpit functions. If the solid state disk (ssd) is not accessible for the operting system, a blue screen may appear on the cockpit infinity c500. The safety software will trigger a restart of the cockpit in order to mitigate the problem. If the ssd is also not accessible during reboot sequence, a boot error message will be posted on a black screen. However, the main function of the device - the ventilation - will be not affected and continued as set. The user can observe the ongoing ventilation and safety relevant parameters as via the secondary oled-display. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation was started but is not closed yet. The final results will be provided in a follow-up report.

Event description:
It was reported that during operation, the display becomes blue and full with text / characters but the ventilator still ventilates the patient. Then the screen becomes black, the ventilator sounds loud, stops ventilating the patient. The staff hand-ventilates the patient with revivator and replaces the ventilator with another. The patient always maintains the saturation.